Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon piece of cotton got stuck - vaginal [foreign body in reproductive tract] tampon piece of cotton got stuck, tried to remove my tampon and the string completely broke in the process [device breakage]. Case description: consumer reported via email that one of her tampons became stuck and the string broke during removal. No serious injury was reported.